Event description:
During a post operative follow up, the vbr cage previously implanted had become loose after a surgical washout was conducted. The cage was removed and replaced with a larger one. Collapse or subsidence was not reported. There was no effect on the patient other than the unexpected delay.